Manufacturer narrative:
Device evaluation: analysis of the returned device identified: overweight, crease fold, wear abrasion and opening on posterior. A visual and microscopic analysis was performed which identified: striated opening on posterior and red particles in the shell. Base on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Physician reports capsular contracture grade iii diagnosed by ultrasound. Diagnostic report confirms folds and deformity in the right breast prosthesis. This relates to the right device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Visual evaluation: visual analysis of the photographs identified: device patch with lot number 2440071. Red particle material on the shell, red tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reports capsular contracture grade iii diagnosed by ultrasound. Diagnostic report confirms folds and deformity in the right breast prosthesis. This relates to the right device. Device has been explanted.